Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 04-sep-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced cable was returned to the service center without the original packaging or esd (electro static discharge) bag; therefore, the lot number is unknown. .a visual inspection of the cable was performed and found a large scrape and scratches on the cable.. Both connectors passed the continuity check. The sdi cable was then connected to olympus test video system center (cv-190) and monitor (oev-261h); the sdi signal was present and color image was normal, no flickering or intermittent signal was observed; the reported malfunction of intermittent issue could not be confirmed. The original equipment manufacturer (OEM) was unable to perform a review of the device history records. However, based on the physical evaluation results, the reported event could not be confirmed; therefore, the OEM determined there was a problem with the connected device or connection status. Also, it is speculated that the large scrape marks and scratches on the cable were mistakenly placed at installation. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Event description:
During receipt inspection/unboxing, the sdi (serial digital interface) cable was found to have an intermittent signal. No patient involvement was reported.